Manufacturer narrative:
The bwi product analysis lab received the device for evaluation on 24-nov-2021. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4)

Manufacturer narrative:
Manufacturer's reference number: (B)(4) in the 3500a initial it was reported that this event was MDR reportable for an "introducer stuck within the sheath" issue and not MDR reportable for an "obstructed sheath issue". During an internal review on 13-dec-2021, a correction was noted to this assessment as the event should have been assessed only as a ¿resistance with sheath¿ issue. The "resistance with sheath" issue was assessed as not MDR reportable. Interference or friction between devices is a known occurrence. If resistance is encountered, the system may be withdrawn as a unit. This is a common practice during procedures. Since the vast majority of ep procedures utilize multiple device exchanges, an increased potential for patient injury is remote. Therefore, corrected "h6. Medical device problem code" to "device-device incompatibility (a1702)".

Manufacturer narrative:
If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. (B)(4)

Event description:
It was reported that a patient underwent a ischemic ventricular tachycardia (isvt) ablation procedure with a carto vizigo¿ 8.5f bi-directional guiding sheath - medium and the introducer got stuck within the sheath. The dilator would not advance all the way through the carto vizigo¿ 8.5f bi-directional guiding sheath - medium. They were only able to advance the dilator about two-thirds of the way through the sheath as there was too much resistance. The carto vizigo¿ 8.5f bi-directional guiding sheath - medium was replaced and the issue resolved. The procedure continued. There was no patient consequence reported. Additional information was received on 05-nov-2021. Resistance occurred while trying to insert the dilator in the sheath. There was no physical damage on sheath/dilator. The staff did not mention if there was any occlusion when irrigating the sheath. No block or narrowing of the sheath was observed. Only ½ to 2/3 of the dilator was able to move through the sheath. The dilator had to be forcibly removed from the sheath. The event was assessed as MDR reportable for the introducer stuck within the sheath. The obstructed sheath issue was assessed as not MDR reportable. The potential that it could cause or contribute to a death or serious injury, or other significant adverse event, was remote.